Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was not returned to olympus. Based on the results of the investigation, since external surface of the device had no physical damage, a probable cause could be that abnormality occurred at internal device, such as charge-coupled device (ccd-unit). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had blurry image, an e315 error code (scope error), and a b30 error code (scope communication error). The issue was found during an unknown type of procedure. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).